Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported problem of 'air in line' was confirmed in the event history log (ehl) as a reload set issue but was not reproduced during evaluation. Evaluation found to be caused by an out of specification ultrasonic sensor. The ultrasonic sensor failed calibration and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.